Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported while performing a concealed bypass tract ablation procedure using the t11 generator and a non sjm ablation catheter, a steampop occurred. Following the steampop, the pt's egg showed st elevation. A troponin was drawn following the procedure and the level was 0.63. The pt recovered fully without any intervention and left the hospital without any problems and a normal egg.